Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Unit did not passed the self test and displacement test due to critical pump error (open book image). Test p-cap locked into reservoir tube successfully. The history download confirmed pump error 53 due to software error bug found on jul 2, 2023 at 21:51:05. The formatted history file confirmed pump error 53 alarm (line number 5706 file number 632). Pump error 4 was found in the history files on jul 2, 2023 at 21:51:05 due to pump error 53. Pump was cut open and found evidence of moisture on pcba 1. The following were noted during visual inspection: cracked battery tube threads, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, scratched case and pillowing keypad overlay.in summary, customers alleged cosmetic damage located at battery compartment when when cracked battery tube case, cracked case corner of belt clip rails and cracked battery tube threads were noted. Pump error 53 was confirmed due to software. Pump error 4 was confirmed due to hardware. Pump exposed to moisture confirmed on pcba 1. Critical pump error (open book image) confirmed due to moisture damage.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was cracked near the battery compartment. No treatment was necessary. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device. The product will be returned for analysis